Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to bent/kinked presented in the helix, which was confirmed through visual inspection. The issue occurred while the device's packaging was being opened; however, it is suspected that the bent occurred during transit. This lead was replaced and never in service. No adverse patient effects were reported. Additional information received which indicated that the kink was confirmed through visual inspection, the location of the bent was the helix and there were no reported clinical observations noted.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to bent/kinked presented in the helix, which was confirmed through visual inspection. The issue occurred while the device's packaging was being opened; however, it is suspected that the bent occurred during transit. No adverse patient effects were reported. Additional information received which indicated that the kink was confirmed through visual inspection, the location of the bent was the helix and there were no reported clinical observations noted.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10: device codes and h6: device codes. Correction to field b5: describe event or problem, f10: device codes and h6: device codes. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to bent or kinked. The issue was present during the opening of the package, however, the packaging was not damaged. Additional information received which indicated that this rv lead exhibited product performance issue, was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to bent or kinked. The issue was present during the opening of the package; however, the packaging was not damaged. Additional information received which indicated that this rv lead exhibited product performance issue, was replaced and never in service. No adverse patient effects were reported. Additional information received which indicated that the kink was confirmed through visual inspection, the location of the bent was the helix and there were no reported clinical observations noted.